Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would lock up/turn completely black in the middle of an infusion (infusion would also stop). Following this, an error message would show up showing the error message: 222. When the pump unplugged and removed the battery then put the battery back on the pump, it would no longer show this message and be able to be programmed again. This occurred during training test infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.